Event description:
Evaluation revealed a misaligned display screen. The force sensor pins were intact however, the force sensor connection to the pcb was defective.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen. The force sensor pins were intact however the force sensor connection to the pcb was defective. Review of the pump history revealed multiple loss of prime warnings associated with zero force.